Event description:
It was reported that the patient with this implantable cardiac monitor (icm) experienced a syncopal episode. The patient stated that the icm recorded a bradycardia episode associated with the syncopal event. During hospitalization, a field representative interrogated the device and informed the patient that no events were detected. Based on this information, the physician adjusted the patient medication plan, which led to patient distress and additional discomfort. Subsequently, the clinic identified the bradycardia episode and implanted a pacemaker. The patient expressed significant dissatisfaction that the event was initially missed and was advised to address concerns with the clinic and ensure follow-up with the field representative. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardiac monitor (icm) experienced a syncopal episode. The patient stated that the icm recorded a bradycardia episode associated with the syncopal event. During hospitalization, a field representative interrogated the device and informed the patient that no events were detected. Based on this information, the physician adjusted the patient medication plan, which led to patient distress and additional discomfort. Subsequently, the clinic identified the bradycardia episode and implanted a pacemaker. The patient expressed significant dissatisfaction that the event was initially missed and was advised to address concerns with the clinic and ensure follow-up with the field representative. No additional adverse patient effects were reported.